Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers were noted during testing. The pump was received with minor scratches on the lcd window, scratched reservoir tube window and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer indicated that she was about to eat and was going to give herself insulin but that the keypad numbers started to spin and that button error occurred. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident however was 132 mg/dl an hour before incident. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis. .